Event description:
The wire of the robotic monopolar scissor got broken while being used inside the patient. Instrument was taken out and changed. No piece was left inside the patient. No harm occurred to the patient.